Event description:
Pc was created to capture the allegation after first revision. Patient was revised was due to dislocation, pain, emotional distress, irrigation and debridement procedures. Doi: (B)(6) 2020; dor: (B)(6) 2020 right hip. Please see (B)(4) first revision right hip.

Manufacturer narrative:
Product complaint #(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2022, the patient had a follow-up on the patient's condition, preparing for discharge. The patient has a history of right tha joint infection requiring I&d in (B)(6) 2020 with a long course of IV antibiotics then transitioned to oral meds. The patient developed a breakthrough infection, requiring right hip resection arthroplasty revision on (B)(6) 2022, with the initiation of IV antibiotics through (B)(6) 2022. The patient has decreased mobility to the right hip joint due to an infected prosthesis and an infected surgical wound to the right hip. Has joint contracture of bilateral feet. Partial weight bearing to rle.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received and reviewed. Page 25 lists an I&d performed on (B)(6) 2020 and a hemiarthroplasty performed on (B)(6) 2020. This information conflicts with what is reported on page 89. Page 89 states in detail that an I&d was performed with hardware retention on (B)(6) 2020. The possible I&d performed on (B)(6) 2020 is never mentioned in any further pages. These events can be related to the current (B)(4) capturing the revision on (B)(6) 2020 for dislocation, I&d, and infection. (B)(4) doi: (B)(6) 2008 - dor: (B)(6) 2020 (right hip). (B)(4) doi: (B)(6) 2020 - dor: (B)(6) 2020 (right hip). (B)(4) doi: (B)(6) 2020 - dor: (B)(6) 2022 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.